Manufacturer narrative:
Unable to verify software due to blank display. Pump received with blank display due to moisture damage on the electronic assembly. Pump received with cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a long crack beginning from the top of the insulin pump, all along the length of battery tube. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.